Event description:
It was reported to philips that the device had an ECG bias issue. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device had an ECG bias issue. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed that the device failed to start and the cause was traced to a faulty processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. A replacement part was ordered and confirmed delivered to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.